Event description:
The patient received emergency room treatment in 2008 and ems treatment on nine days later for hypoglycemia. The patient reported that on both occasions she utilized "manual" dialysis which requires less fluid volume than machine dialysis and she did not adjust her insulin dosage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.